Event description:
Straumann was informed via a customer complaint (ID (B)(4)) on september 10th, 2025 that a doctor used 440.230v10 emdogain course material batch epzm8 in a patient on (B)(6) 2025. Doctor confirmed on september 16th that there were no complications or adverse events associated with the use of this product on this patient.